Manufacturer narrative:
The used/damaged arthroscopic energy 90 degree probe with suction is not expected for evaluation as it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported breakage was not able to be determined. This lot was manufactured on 17-oct-2016 in a lot of 960 units. A review of the device history record found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported issue.. A 2-year review of product history for this device family shows there have been a total of twelve (12) adverse event reports involving thirteen (13) devices for the ceramic tip breaking/cracking with a piece detaching and falling into the surgical site. During this same 2-year time frame, approximately 28,938 units were sold worldwide. The occurrence rate for this failure mode is 0.0449 percent. To date, there have been no patient long term adverse effects related to the ceramic tip breakage or the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. There have been no patient long term adverse effects related to this failure mode. An investigation is in process to determine if corrective and/or preventive actions are needed. To reduce the risk of probe tip breakage and possible injury to the patient, the instructions for use (IFU) provides the following warnings and precautions. It is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or device damage. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.

Event description:
The customer reported that while using the aes-90sc arthroscopic energy 90 degree probe with suction during a hip arthroscopy procedure that during the ablation of soft tissue a piece of ceramic from the probe fell into the surgical site. This contributed to a 15-20 minute delay while surgeon located and retrieved the fragment. The patient was not harmed. This incident is being reported as a malfunction with the potential for serious injury.